Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip opening during establishing final arm angle (efaa). It was reported that a patient presented to a mitraclip procedure on (B)(6) 2022 with grade 4 degenerative mitral regurgitation (mr). All devices were prepared and used in accordance with the instructions for use (IFU). An xtw clip was successfully implanted medial a1/p1. The second clip (cds0701-nt) had a good grasp in between the xtw and the lateral commissure which reduced the mr to trace. However, during first attmpt of establishing the final arm angle (efaa) the clip opened continuously from closed to 20 degrees. The clip was then reopened to 60 degrees then closed back down and reassessed. Efaa was attempted again, but the clip again opened to approximately 20 degrees. The clip was reopened to 90 degrees then closed once more. Efaa was then attempted, but the clip reopened to 20 degrees again. This time, the mr reduction remained so the physician chose to deploy the clip. The clip was deployed without issues. The procedure was ended with mr grade trace. No patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening during establishing final arm angle (efaa) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).